Event description:
The manufacturer received information that a trilogy 100 was returned to the manufacturer's service center for return-to-stock recertification . There was no patient involvement, and no harm or injury reported. Preventative maintenance was completed as required. There were no significant events in the error log. The device failed repair testing for "test low flow oxygen". The device was returned to the technician for additional evaluation of this failure. The failure evaluation has not yet been completed/reported. Additional findings not related to the malfunction/issue: the following components were replaced due to missing or damaged: rubber feet, direct current connector, front enclosure, cord retainer, rear enclosure, base enclosure, enclosure gasket, top plate, handle, and required labeling.

Manufacturer narrative:
On evaluation of the reason for the device failed testing for oxygen low flow, it was determined the failure was due to the grey removable foam requiring manual adjustment within the device. After the foam was adjusted properly, the device passed all testing. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.